Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that the locking mechanism on an ozark level 2 plate fractured, and two screws appear to have migrated post-operatively. No adverse consequences were reported at this time. Revision surgery has not been performed thus far. This record captures the first of the two migrated ozark screws.

Event description:
It was reported that the locking mechanism on an ozark level 2 plate fractured, and two screws appear to have migrated post-operatively. No adverse consequences were reported at this time. Revision surgery has not been performed thus far. This record captures the first of the two migrated ozark screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device associated with this record was not returned. Device history records and complaint history records could not be reviewed as a valid lot number or catalog number was not provided and could not be obtained. Initial report states that the locking mechanism on an ozark level 2 plate fractured, and two screws appear to have migrated post-operatively. Review of x-ray confirms that both caudal screws have migrated and that the caudal securing mechanism of the plate is disengaged. Initial date of surgery is unknown. Levels c3-c5. It was reported that disc prep was performed with kerrison's, pituitaries, and cobbs. Screw holes prepped with the single barrel drill guide with a drill bit typically one size smaller than the surgeon normally uses. Bone was not tapped. Threaded driver with grey torque limiting handle used for screw insertion. No trauma experienced by patient. A clinical expert reviewed the x-rays and reported the following: ¿the x-ray is highly oblique and not orthogonal to patient so is hard to interpret. Clear back out of screws with failure of locking mechanism at lower level. No screw fracture. There appears to be significant subsidence at both levels with inferior shift of the plate (note the position of the screws at least partially in the disc space at the upper level). If this was the way the plate was fixated at the time of surgery, this could potentially be a contributing factor to instability of the plate-screw construct which could contribute to the screw fracture. If this migration occurred post-operatively, then most likely subsidence of the cages and plate led to downward relative displacement of the plate which would have also contributed to screw back outs. There is reactive bone formation at both levels which can either be early fusion/great consolidation or reaction to gross instability. Note the bone anterior to the plate at the lower level. Ozark view and guide surgical technique was reviewed: ¿remove all osteophytes from the anterior surfaces of the vertebrae to allow the plate to sit flush against the vertebral bodies. After screw insertion, engage the locking cover by inserting the size10 tapered driver into the screw cover and rotating clockwise 90° so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged.¿ ¿these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing.¿ ¿the patient must be made aware of the limitations of the implant and that physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices. The patient should understand that an implant is not as strong as a normal, healthy bone and will fracture under normal load bearing in the absence of complete bone healing. An active, debilitated or uncooperative patient who cannot properly restrict activities may be at particular risk during postoperative rehabilitation.¿ ¿adequately instruct the patient. Postoperative care and the patient¿s ability and willingness to follow instructions are two of the most important aspects of successful healing.¿ the most likely cause of the reported event was determined to be due to patient factors and subsidence most likely contributed to reported event.